Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, for the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open sample. The returned sample shows an unfinished tip. This defect suggests a production issue, specifically momentaneous failure from grinding step during manufacturing. Needle manufacturer cannot estimate the quantity affected but the occurrence of the defect is very unlikely and concerns only a few units of needles. We have not received any complaints for any of the other two products manufactured with the same needle raw material batches as the involved in this case. Batch manufacturing record: reviewed the batch manufacturing records, this product had an incidence not related to this issue and the products were released fulfilling b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a momentaneous failure from grinding step in the needle manufacture that was not detected during production. Final conclusion: considering that the sample received shows a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: needle manufacturer has opened a CAPA.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle tip was not sharpened and found to be blunt. This was found before use and was not used in the surgery.